Event description:
It was reported that faradrive steerable sheath clear and versacross system were used during pulmonary vein isolation procedure utilizing pulse field ablation (pulse field ablation. The faradrive sheath was prepared and inserted as intended to obtain transseptal access. Following successful left atrial access, the dilator and wire were removed, and the sheath was connected to a flush line. During advancement of the first catheter into the sheath, the physician observed abnormal air presence while flushing and aspirating the sheath, raising concern for a potential valve integrity issue or possible puncture within the system. The sheath was exchanged with a replacement device which functioned as expected for the remainder of the procedure. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
The patient information was not available as per the facility.